Event description:
It was reported that the right ventricular lead was capped due to low impedance of less than 200 ohms, high threshold, poor sensing, and a suspected insulation breach. No patient complications have been reported as a result of this event. A 3500a was received and further reported that the patient had pauses greater than ten seconds, with syncope, and there was low ventricular lead impedance of less than 200 ohms consistent with an insulation break.